Event description:
It was reported that the system produced uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and the system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.